Event description:
Home pt (hp) reported on 2 occasions feeling full, as if hp was overfull, while using the homechoice cycler for apd therapy. Hp reported having difficulty breathing and felt that the cycler was not completely draining hp during therapy before advancing into the next fill phase. Hp relates hp was retaining fluid, which subsequently requested a replacement homechoice cycler. Follow up with the healthcare professional (hcp) indicates the hp is non-compliant and refuses to weigh self every day, which interferes with the hp maintaining a proper fluid balance. According to both hp and hcp, there was no pt injury or medical intervention.